Event description:
Clinic notes for a vns patient were received. In the notes dated (B)(6) 2011, it was reported that the caregiver indicated that the patient "has not had any additional clusters of seizures but continues to have a relatively mild to moderate seizure every other day which is slightly worse than her seizure frequency previously." The patient was last in the clinic on (B)(6) 2011. Previously, the seizure frequency was reported to be about one mild seizure per week with clusters of seizures any given day. The patient was reportedly doing well otherwise and had no other symptoms. The patient had improvement with her seizure clusters. Due to the slightly increased seizure frequency, the vns settings were reprogrammed, but the anti-epileptic medications were maintained. In the clinic notes dated (B)(6) 2012, it was revealed that the patient's caregivers were satisfied with the patient's level of seizure control. Attempts for additional information from the physician's office have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2012 due to generator end of service.